Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully started a new sensor session.